Event description:
It was reported approximately two months post transurethral microwave treatment (tumt) procedure, a patient was experiencing erectile dysfunction. The physician completed the tumt procedure with a coolwave control unit and ctc advance standard (3.0-5.0 cm) microwave treatment catheter. The tumt procedure was completed on (B)(6) 2011 and the physician's office made urologix aware of the patient's situation on 09/14/2011. No product was returned for analysis and no further information could be obtained after repeated attempts to contact the physician.

Event description:
Telephone conversation with the physician's nurse on (B)(6) 2011 revealed that the patient did not have erectile dysfunction prior to the transurethral microwave treatment (tumt) procedure and is currently not on any medication that would contribute to this condition. Additionally, the patient is currently still experiencing erectile dysfunction.

Manufacturer narrative:
The disposable devices were not returned; therefore, no direct device analysis was conducted. The treatment file from the coolwave control unit was obtained and analyzed by engineering. Results of the analysis confirm that the control unit operated properly. The catheter and rtu device history records were reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures, and the devices met specifications at the time of release. Repeated attempts to contact the physician failed to reveal any further information. As no device was returned for analysis, and the treatment file demonstrates the control unit operated appropriately, it is not possible to determine the root cause of the event.